Manufacturer narrative:
(B)(4).bd had not received samples or photos from the customer for investigation. Therefore, 30 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill or tube push off as all samples met specifications. Although no definitive root cause could be established for the reported defect this type of defect is generally associated with the acquisition device used, and in particular the resilience of the sleeve and / or the level of lubrication of the np needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the tube under filled with 4 tubes and pushed off non-patient end of needle twice with a bd vacutainer® lh pst¿ ii plus blood collection tubes. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2 complaints) underfill/tube push off.